Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported she experienced hyperglycemia (up to "hi" mmol/l) for 1 week around (B)(6) 2012. She did not feel ill and discussed this with her diabetes nurse. Her blood glucose was tested at the hospital and was approximately 40 mmol/l (720 mg/dl). She was admitted to the hospital for 2 days and was treated with insulin until her blood glucose normalized. She did not know what caused hyperglycemia and reported there were no signs of occlusions or error messages on the infusion device. She began to deliver insulin via pen before being discharged, and she left the infusion device with her diabetes nurse. No additional information is available at this time. The infusion device was requested for evaluation.